Event description:
It was reported that the perforation occurred during the use of a non-abbott device. A 3.0 x 19 mm graftmaster was implanted, but did not completely seal the perforation. The perforation continued to leak and a transfusion was administered. The patient went into cardiac arrest. Cardiopulmonary resuscitation was performed and the patient was placed on bypass and was sent to the operating room for an emergency coronary artery bypass graft. After surgery, the patient remained hospitalized in the open heart intensive care unit. On (B)(6) 2011, the patients family decided to discontinue life support and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. It was reported that, after the graftmaster stent was implanted, the perforation continued to leak and a transfusion was administered; however the patient went into cardiac arrest. The patient was sent to the operating room for surgery. The patient remained hospitalized however, later died. Cardiac arrest and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the patients death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. Investigation is not yet complete. A follow-up will be submitted with all relevant information.